Event description:
It was reported that the "vns apparatus" would not remain on once turned on. It was determined that the suspect component was the handheld. It was reported that there was no mishandling of the device, the handheld was plugged in when not is use and remained on a desk away from heat sources. A new handheld was sent to the site. Site was instructed to allow the handheld time to charge and connect the wand to the new handheld to confirm connection and to inform manufacturer if there were any problems. There have been no add'l reports of problems. The handheld and flashcard in question have been returned to the MFR and are currently undergoing product analysis.